Event description:
It was reported that the device had displayed system error 800.8000. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported device system error 800.8000 couldn¿t be replicated, however, an error indicating a system malfunction could be replicated during testing. The pcu powered on without any anomalies, and the logs were successfully downloaded. During the setting of a test infusion, the pcu screen went black and the red indicator next to the power button began flashing, indicating a system malfunction. A temporary replacement of the logic board was carried out on the suspect pcu for testing purposes only. Functional testing was performed to verify the correct functionality of the device. During testing there were no alarms or malfunctions observed. Using the alaris system maintenance (asm) the preventive maintenance task was performed on the returned pcu. Asm observed all tasks to complete successfully. Review of the suspect pcu device error log identified eleven (11) error codes 800.8000 (pcu15_general_os_failure) on (B)(6) at 10:40 am. Between (B)(6) to (B)(6), eighteen (18) instances of error codes 800.8000 were also recorded. The recorded malfunction in the error log is related to an operative system failure. On september 9, 2025, at 8:04 am the suspect device was powered on, then, at 10:31 am, the pump module units with (B)(6) and (B)(6) were added and then removed two (2) times. No more activity was recorded the day of the reported event. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Device was opened for investigation, please re-torque all screws. Please, replace the logic board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed system error 800.8000. There was no patient involvement.